Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2013-05016, reference MFR. Report#: 1627487-2013-05461.

Manufacturer narrative:
Results: as received, the lead had a compression mark at approximately 26 cm from the terminal end. Only one channel failed impedance testing, but the outer tubing was not breached. Impedance test failure on the lead was consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.